Manufacturer narrative:
Updated to reflect the information received on 2017-oct-30. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-30 from the manufacturer's representative. It was reported that the patient's weight and the cause for the withdrawal were unknown. No further complications were reported.

Manufacturer narrative:
Other components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of ba clofen at 300.1 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2017, it was reported that the patient began to experience withdrawal symptoms on (B)(6) 2017. The patient's symptoms were itchiness, increased spasticity, and confusion. The patient was then admitted to the hospital on (B)(6) 2017and received oral baclofen. The oral baclofen helped. The patient's catheter was replaced on (B)(6) 2017 and, after being monitored overnight, would be released on (B)(6) 2017. The catheter replacement was expected to provide better relief of symptoms. The replaced catheter was discarded. No falls or other factors were noted. Troubleshooting/diagnostics that were performed and interventions/actions that were taken to resolve the issue were listed as catheter replacement. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury".